Manufacturer narrative:
Correction to g3 of the initial medwatch. The aware date should be (B)(6) 2021. Investigation activities have been opened to manage the actions related to this report and any required MDR reporting.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and correction to h4. H4 - corrected the device manufacturer date. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 5 years since the subject device was manufactured. Based on the results of the investigation, the specific root cause of the faulty charged coupled device could not be determined at this time. The following information is stated in the instructions for use which may have prevented the event: "do not hit or drop this product. Water leakage may destroy the electrical circuit inside the product." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The service evaluation found the camera could not produce any image as a result of error e315 due to a damaged ccd unit. Additionally, the technician confirmed the customer's reported issue as the lens, connector and coupler are damaged. The camera noted heavy leaking from the connector. The investigation is ongoing; therefore, the root cause of the reported issue cannot be determined at this time. However, if additional information becomes available a follow up medical device report will be supplemented accordingly.

Event description:
The olympus regional repair center (omea) was informed that a customer high definition autoclavable camera head was returned for service for a reported, lens tip glass is slit/broken, cracks on the connector and detached coupling that was observed immediately upon inspection before use of a diagnostic procedure. The device was replaced with an alternative camera to complete the intended procedure. As a result there was a delay but no patient injury or harm occurred. However, during inspection and testing, the technician found the camera has a reportable no image malfunction due to a faulty charge coupled device unit and breaking of the camera coupler components.